Event description:
It was reported that during a transcatheter aortic valve replacement procedure (tavr), after the delivery catheter system (dcs) was opened, debris was observed in the rinsing tray. Subsequently, the device was determined to be contaminated and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {{evolutfx-26}}; product lot/serial number {{xx}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure (tavr), after the delivery catheter system (dcs) was opened, debris was observed in the rinsing tray. Subsequently, the device was determined to be contaminated and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: g2. Report sources were added. H6. Eval method code was updated. Corrected data: d. Suspect medical device full medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.